Event description:
The customer reported to olympus the device had a pinhole at the acoustic lens. There was no reported harm to patient due to the event.

Manufacturer narrative:
(B)(6). A visual inspection was performed and found two holes on the ultrasonic transducer. The missing pieces of the ultrasonic transducer were not returned for evaluation. Additionally, found adhesive missing on top of the screws on the distal end. The distal end is also discolored/stained with buildup of white foreign material around the nozzle and channel opening. Further, as per estimation; the scope passed the water dunk test, one broken element on the ultrasound image, and heavy buckles on the insertion tube nearest to the protector boot. Surface damage on the pink probe unit, cracked bending section cover glue, missing echo signals due to one damaged element in the ultrasound probe, and buckles in the insertion tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the pinhole at the acoustic lens likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.